Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and unexpected restart continuously and cannot clear alarms. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.

Manufacturer narrative:
The pump gave an alarm during the rewind process. The problem was isolated to the mother board. Unable to perform the displacement other error tests due to the alarms. The motor was tested outside the device and it passed. The pump was received with a cracked case at the display window corners, and minor scratches on the lcd window.